Event description:
User facility mandatory medwatch rec'd that stated: "pt's arterial line backing up with blood. Rn noticed air in tubing and small hole in IV tubing. Tubing removed and discontinued." Upon further query the following information was provided that indicated, a hole in the tubing; subsequently air and blood was noted in the tubing. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the nurse reported a small hole at an unspecified location in the tubing. At this time, an unspecified volume of air was noted in the tubing and an unspecified volume of bleed back was noted. No air was delivered to the pt. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical for this pt. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
Attachment: user facility mandatory medwatch was rec'd on (B)(4) 2010. (B)(4). The customer indicated that the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).